Event description:
Caller reported damaged tandem charging cable and requested a replacement wall adapter, indicating that charging supplies were non-functional. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue using a third-party charging cable, allowing the pump to charge and resume operation. Technical support assisted with pump load sequence, resuming insulin delivery, and rejoining sensor session, with no further assistance required.